Manufacturer narrative:
The complaint device was returned. Device evaluation consisted of running the device overnight. The device did not overheat and the technicians were able to pick up the device while running without any heat issues. Additionally, the device transmitted a flawless signal during the testing and ran to OEM specifications. As the reported event cannot be confirmed a root cause cannot be determined. This type of event will continue to be monitored. Note: this MDR filing is part of a retrospective review.

Event description:
Reportedly, post repair, the patient and nurses noticed that the box was overheated. According to nurse, the battery was so hot that it could not be touched. An object had to be used to remove it from the patient. It was stated that after removing the battery, it took approximately 30 minutes to cool down. There was no harm to the patient. No additional event or patient information is available.